Manufacturer narrative:
(B)(4). Ami has repaired the appliance and replaced the lower tray.

Event description:
Dentist contacted ami and stated that during pt use, the socket broke out of the lower appliance. There was no harm to the pt.